Event description:
It was reported the pt's programmer is malfunctioning. When the (-) button is pressed, the amplitude increases instead of decreasing. A replacement programmer kit was sent to the pt which resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.